Event description:
It was reported that while using the bd ultra-fine¿ ii short needle insulin syringes the part of the hub supporting the needle was broken. The following information was provided by the initial reporter: "the customer stated that the part of the hub supporting the needle was broken."

Manufacturer narrative:
The date received by manufacturer has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.